Manufacturer narrative:
Additional information was provided by the customer on (B)(6) 2014. The customer confirmed that the elevated results were incorrect. It appears the issue was related to sample integrity, as the two falsely elevated results were with the initial sample prior to recentrifugation. Each time the sample was recentrifuged, the correct result of <2 ng/l was obtained. Therefore, the suspect medical device was changed on (B)(6) 2014 from architect i2000sr analyzer, list 03m74-01, in this report to architect stat high sensitive troponin-I, list 03p25-35. No emdr will be submitted for architect stat high sensitive troponin-I as the product is not distributed in the us and has no similar product distributed in the us.

Event description:
The customer stated that discrepant architect high sensitive troponin-I results were generated for one female patient. Multiple draws were tested generating both positive and negative results. The customer did not indicate which results were considered to be correct. The customer uses a cutoff of 16 ng/l. No adverse impact to patient management was reported. The following data was provided:sample #1 (ID (B)(6)) (B)(6) 2014 4:30 p.m. Result <2 ng/l;sample #2 (ID (B)(6)) (B)(6) 2014 8:19 a.m. Result 934.1 ng/l;sample #3 (ID (B)(6)) (B)(6) 2014 4:46 p.m. Result <2 ng/l;sample #4 (ID (B)(6)) (B)(6) 2014 10:30 p.m. Result <2 ng/l;sample #2 was retested three times on (B)(6) 2014 and the results were <2, 834.2 and <2 ng/l. It was also retested eight more times on (B)(6) 2014 and all results were <2 ng/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).